Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a stent assist coil embolization, the stent of an enterprise2 4mmx23mm (encr402312, 8129991) was found to be released in y connector. The stent body was separated prematurely from the delivery wire. The physician retracted the stent and switched a new one to complete the surgery. The microcatheter (mc) was not replaced. There was no patient injury reported. Additional information received indicated that the tip of the introducer did sit correctly in the rhv and microcatheter hub the introducer was placed securely in the hub prior to attempting to advance the delivery wire. There was no resistance felt within the mc. There were no procedural delays due to the event.

Manufacturer narrative:
Manufacturer's reference number:(B)(4). On (B)(6) 2023, the cerenovus failure analysis lab completed the investigation on the complaint device. Device evaluation summary: a non-sterile 4mm x 23mm enterprise 2® vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that only the stent was returned for evaluation. The delivery wire and the introducer were not returned for evaluation. The stent component was inspected under a microscope and no abnormalities were found on it (i.e. No broken struts, no kinks). Both of the stent¿s ends were noted to be completely expanded. No other damages were found. The customer complaint regarding a stent being prematurely detached was confirmed since the stent was noted as already separated from the delivery system. With the limited information available and with the lack of returned components, a conclusive cause cannot be determined. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The device history records relative to the manufacturing, inspecting and packaging of the lot 8129991 were reviewed. The history records indicate this product was final inspection tested and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Confirm the tip of the delivery wire is entirely within the introducer. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On 06-oct-2023, the product analysis lab received the device for evaluation. When the investigational analysis has been completed, a supplemental report will be submitted.